Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a casing/condition (moisture ingress) issue; moisture behind the display. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings:during investigation, visible moisture was found on the display. A leak was found in the display lens. The pump was opened to find moisture on the printed circuit board and motor assembly. No moisture was found in the battery compartment.